Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. Review of stored device memory noted appropriate device function upon review of the presenting electrogram (egm), however, the cause of the syncope was not known. No additional adverse patient effects were reported. This product remains implanted and in service.